Manufacturer narrative:
(B)(4). Date sent: 12/11/2020. H6 component code: others (g07). Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No alert screens could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure that the device gave a ¿remove from patient¿ error. The device was cleaned and tested with the jaws closed instead of open which may have caused the ¿replace instrument¿ error. Another like device was used to complete the procedure. Once the device was replaced the tech was vigorously scrubbing the tip of the defective device prior to putting in the biobag which may have removed the pad. There were no adverse consequences for the patient.